Event description:
In situ measurements showed affected channels. Recipient had a bad cold and pressure equalization tubes. Reportedly there was drainage from the ears. There were no indications that the recipient was not performing well with the device. No trauma was reported. According to clinical support testing indicated that all but two electrodes were broken possibly due to a trauma and there should be no benefit from the implant. Recipient was reimplanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: based on the received information from the field a damage to the active electrode, caused by excessive mechanical stress is assumed. However, due to the device's received status an exact location for the suspected wire fractures could not be located. The observed mechanical damages are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels. Re-implantation is scheduled.